Event description:
It was reported: the device stopped delivering oxygen during use at the patient's home. The patient's condition deteriorated, and they were transported to the hospital for evaluation.

Manufacturer narrative:
The device has not been returned for evaluation. Product manual warns, "oxygen supplied from this equipment is for supplemental use and is not intended to be life supporting or life sustaining. This equipment is not intended for use by patients who would suffer immediate, permanent, or serious health consequences as a result of an interruption in their oxygen supply".